Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: optical inspection: first step of our investigation is the optical inspection. The optical examination showed that only a very short piece of catheter material was emitted. Permeability test: an adjustment test is not necessary. Adjustment test: an adjustment test is not necessary. Braking force and brake function test: a braking force and brake function test is not necessary. Result: unfortunately, it is not possible to deduce, from the short piece of catheter, why and at which point the catheter is torn off. However, we can confirm that an enormous effort is required to cause a cut at the catheter. The manufacturing of the shuntsystem and the in-process controls guarantees the integrity of the product. All products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. The valve was sterilized by miethke and released for shipment and documented as well. A cut, if present, would be detected and rejected from the lot. Accordingly, it is highly unlikely that the product has left our house in the condition you described. We suspect that the cut was caused by an external force. Based on our investigation results we could not detect any failure with this valve at the time of delivery.

Event description:
It was reported that there was an issue with fx434t - progav 2.0 sys w/sa20 a.control reserv. According to the complainant, when the customer pulled the catheter to pass it from head side to abdominal cavity, catheter was broken off. The catheter was explanted and returned to the manufacturer for evaluation. Further details were not provided.